Event description:
The customer observed falsely elevated alinity I anti-hbs and provided the following data: (reference = 10.00 miu/ml is reactive) there was a needlestick accident that occurred and the nurse and the patient were both drawn for architect anti-hbs. Nurse results: initial result was 30.4miu/ml (reactive) and repeated results were 30.7miu/ml (reactive) and 33.3miu/ml (reactive). Patient results: initial result was 28.3miu/ml (reactive) and repeated results were 31.8miu/ml (reactive) and 33.8 miu/ml (reactive). It was reported that and both samples (patient and nurse) had pha and immunochromatography methods generate negative results. The nurse is a 58 year old female and the patient is a 81 year old female dialysis patient. It was reported that the discrepant results were not reported out of the laboratory. There was no reported impact to patient management. Update: additional information received from customer: specimens were reviewed in a reference lab, which generated the same results as alinity I anti-hbs. The customer believes that the alinity I anti-hbs results are correct and that the other methods (pha and immunochromatography methods) are a false negative.

Manufacturer narrative:
Additional information received from customer: specimens were reviewed in a reference lab, which generated the same results as alinity I anti-hbs. The customer believes that the alinity I anti-hbs results are correct and that the other methods (pha and immunochromatography methods) are a false negative. Based upon this new information, this complaint is no longer a reportable event. Additional information updated in fields, b5, h3, and h6, h3 other text : additional information received from customer: specimens were reviewed in a reference lab, which generated the same results as alinity I anti-hbs. The customer believes that the alinity I anti-hbs results are correct and that the other methods (pha and immunochromatography methods) are a false negative. Based upon this new information, this complaint is no longer a reportable event.

Manufacturer narrative:
This report is being filed on an international product, list number 7c18 and there is a similar product distributed in the us, list number 1l82. Phone: complete phone number is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I anti-hbs and provided the following data: (reference = 10.00 miu/ml is reactive) there was a needlestick accident that occurred and the nurse and the patient were both drawn for architect anti-hbs. Nurse results: initial result was 30.4miu/ml (reactive) and repeated results were 30.7miu/ml (reactive) and 33.3miu/ml (reactive). Patient results: initial result was 28.3miu/ml (reactive) and repeated results were 31.8miu/ml (reactive) and 33.8 miu/ml (reactive). It was reported that and both samples (patient and nurse) had pha and immunochromatography methods generate negative results. The nurse is a 58 year old female and the patient is a 81 year old female dialysis patient. It was reported that the discrepant results were not reported out of the laboratory. There was no reported impact to patient management.